Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that several days after a blood spill the orthopat machine was not functioning. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report that several days after a blood spill the orthopat machine was not functioning. No donor or operator injury or reaction was reported. Upon eval of the device the reported problem was verified. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).